Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient.   Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure.   Pulseless electrical activity (pea) occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization.  Pea is always caused by a profound cardiovascular insult.  Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary).  Pea events may be related to the edwards device if it is associated to cardiac tamponade, annular rupture, or other edwards device related bleed.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.   Furthermore, the exact cause of the reported pea and subsequent death is unknown.  It is possible that the aforementioned factors and the patient¿s advanced age (87) may have contributed to the event.    The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in the (B)(4), the patient underwent a tavr procedure for 23mm sapien 3 valve in the aortic position via transfemoral approach and the patient ¿appeared ok at the time¿.  Two days later the patient had a pulseless electrical activity (pea) arrest and passed away.  The cause of death is unknown.